Event description:
New information received notes that far p-wave oversensing continued to be observed. Programming changes were recommended.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the asymptomatic patient presented in-clinic, a non-sustained rv oversensing episode due to intermittent far p-wave oversensing was observed. Programming changes were made.

Event description:
New information received notes episodes of non-sustained oversensing due to far p-wave oversensing were observed via remote transmission. Programming changes were recommended.